Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned when issuing medication lorazepam 1mg tab instead of asking for cycle counting its going back to main screen. User able to issue on the same day on her ID but the other employee could not on that day. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user mentioned when issuing medication lorazepam 1mg tab instead of asking for cycle counting its going back to main screen. User able to issue on the same day on her ID but the other employee could not on that day. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system redirected the user back to the main screen while attempting to issue medication. A technical support specialist (tss) confirmed that the customer was unable to replicate the issue during the call. The customer was advised to contact support immediately if the issue reoccurs so it can be investigated in real time. The customer acknowledged and the case was closed.